Event description:
N/a.

Event description:
It was reported that during a service repair performed by a getting field service engineer (fse) (reported under mfg report number 2249723-2021-01248 / tw#(B)(4)), the ECG in the cs100 intra-aortic balloon pump (iabp) was not coming on. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: b3, b5, d5, d10, e1(initial reporter, telephone#, email), e2, e3, e4, g3, g4, h3, h6, h10. The date received by mfg (g4) reported in the initial emdr was incorrect. The correct date received by mfg is 24-jun-2021. The getinge field service engineer (fse) that encountered the issue, replaced the front end board to fix the ECG problem. After replacement, the fse found the ECG was now detected by the iabp. The fse then checked the iabp with demo balloon and trainer and found it working okay. All functional and safety checks to meet factory specifications was performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
Device not returned: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) ECG was not coming on the iabp. There was no patient involvement and no adverse event reported.